Event description:
It was reported that the local area representative placed a call to technical services (ts) to review the device optimization for the patient with the current settings being too aggressive for the patient. Reprogramming efforts were discussed and recommended. The product remains in service and no adverse patient effects were reported.